Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found liquid in several cuvettes of the incubation ring. The cse removed the affected cuvettes, performed a total service call and found no issues with the fluidics. The cse replaced the peristaltic pump and wash blocks. The cse ran precision testing and quality controls, which were acceptable. The cse also performed a daily cleaning procedure. The cause of the discordant, falsely elevated tni-ultra results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on four patient samples on an advia centaur cp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and resulted lower with the exception of patient 2. The samples were then repeated twice on an advia centaur xp instrument, all resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.